Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the needle housing broke off the sensor and customer was unable to insert the sensor. Customer's blood glucose was 3.6mmol/l. No further information reported.